Event description:
During defibrillation of pt, who was experiencing ventricular fibrillation, the defibrillator paddles arced and when the paddles were lifted off the pt's chest, the adult paddles fell off the handset. Delayed defibrillation of pt ensued.